Manufacturer narrative:
Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit failed to vibrate during selftest due to broken red vibrator motor wire. (B)(4).

Event description:
It was reported via phone call that the vibration on the customer's insulin pump is not functioning. Customer's blood glucose level at the time 186 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.